Event description:
It was reported when the programmer is turned on, it shows "serious error" message (pops up). The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported error message; hard drive reconfigured and software reloaded to resolve issue. Analysis also found both latch tabs were broken off of the power cord bay door, the left keyboard hinge was broken, and the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.